Manufacturer narrative:
The axium prime coil (model: fc-7-30-3d lot: a644126) was returned for analysis within a shipping box; within a plastic pouch and within a plastic bag. The axium prime coil was returned without its introducer sheath. The reason for the introducer sheath not returning was not provided. Therefore, no analysis could be performed and conformance to specifications could not be determined. The axium prime pushwire was found bent at ~69.0cm from the proximal end. The axium prime pushwire was found broken at ~146.0cm from the proximal end with the release wire pulled for ~4.5mm. The coil was found pulled back from the lumen stop and the implant coil was found detached. The reason for the implant coil not returning was not provided. Therefore, no analysis could be performed and conformance to specifications could not be determined. No damages were found with the coil shield. No other anomalies were observed. The axium prime coil was returned for analysis without its introducer sheath. The reason for the introducer sheath not returning was not provided. Therefore, no analysis could be performed and conformance to specifications could not be determined. The axium prime pushwire was found bent at ~69.0cm from the proximal end. The axium prime pushwire was found broken at ~146.0cm from the proximal end with the release wire pulled for ~4.5mm. The coil was found pulled back from the lumen stop and the implant coil was found detached. The reason for the implant coil not returning was not provided. Therefore, no analysis could be performed and conformance to specifications could not be determined. No damages were found with the coil shield. Based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in sheath¿ could not be confirmed and the cause could not be determined. The pushwire can became bent and breaking if the user advances and retrieves the coil against resistance subsequently causing the implant coil to detach. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the axium coil was able to exit the sheath when hydrated. Then when the coil sheath tip was advanced into the y connector resistance was encountered and the failed to advance. The introducer sheath was then removed from the y connector and the coil was attempted to be advance but failed. The pushwire was then pulled from the proximal end of the sheath. The pushwire was able to be pulled without resistance. The pushwire was then advanced but the coil would not advance out of the sheath because of the resistances. The coil was noted to have been damaged. A new coil was selected, and the procedure continued without issues. The coil prepared per the IFU. (B)(6) tracking number is (B)(4).